Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly, the original parts were dynasty. The liner in the patient shifted causing metal on metal contact.